Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered distal stent was to be implanted in the right main airway to treat a malignant partial stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, after the stent was deployed, it was noted that the stent was unable to expand. Subsequently, the stent was removed using forceps. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.